Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she has been having issues with high blood glucose of 500 mg/dl and she changed out the infusion set twice. Customer has been treating with manual injections. Customer leaves infusion set longer then the recommended time due to lack of insurance coverage. The device had alarmed no delivery multiple times. Customer adjusts her own settings without any medical advice and uses the settings from her old doctor. Customer had experienced a low blood glucose episode on (B)(6) 2014 where son treated her by giving her honey. Customer stated it was her fault as she didn't eat and wasn't monitoring her blood glucose. Troubleshooting was performed for no delivery and call was disconnected. Customer called back on (B)(6) 2015 and stated the low blood glucose occurred on (B)(6) 2015 was 20 mg/dl and she wouldn't wake up. Troubleshooting was performed for high and no anomalies in the partial troubleshooting performed as customer declined to do part of it. High pressure